Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. The patient reported that he had an infection in his neck near the leads and had his ins and leads taken out. The patient reported that the infection was confirmed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.